Event description:
A healthcare worker complained of an unspecified reaction, from working with the cidex opa-c solution. The empoyee is currently on sick leave and additional information has been requested.